Event description:
Clinical study. Same case as #6000089-200-01183, 6000089-2005-01184, 6000089-2005-01186 it was reported that 4 days after a coronary artery drug eluting stenting procedure the pt experienced a hypersensitivity reaction characterized by pruritis. Lesion 1 was a 2.3mm, 90% stenosed, bifurcated portion of the 1st diagonal (1st dx). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x20mm drug eluting stent in the target lesion. Lesion 2 was a 2.8mm, 99% stenosed portion of the proximal left anterior descending (pro lad) artery. The physician treated the lesion with predilatation and successfully placing two taxus express2 8.8% 3.00x24mm and 2.50x20mm drug eluting stents with an unknown overlap in the target lesion. Lesion 3 was a 2.8mm, 90% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x20mm drug eluting stent in the target lesion. There were no complications. The pt was discharged 7 days later on plavix and aspirin. 4 days after the procedure, the pt experienced a mild hypersensitivity reaction characterized by pruritis. There was no action taken and the outcome is ongoing.